Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood had outflowed from the hemostatic valve. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 98393, was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was produced when a test balloon catheter was introduced through the sheath. Dissection showed that the hemostatic valve was leaking. In conclusion, the reported issue was confirmed through testing. The sheath, 4fc12 with lot number 98393, failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.